Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.